Event description:
It was reported that (1) tr35w was used during an unknown procedure. It was reported by the rep that the only info available was that the staples did not fire properly at the end of the staple line. It is unknown how the case was completed and there was no consequence to pt.